Manufacturer narrative:
This report is for an unknown helical blade/unknown lot. Additional product code: hwc. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was finishing inserting the helical blade the knob fell off the connecting screw as the surgeon made his final hammer strike. The helical blade inserter was stuck on the helical blade. After unsuccessfully trying to disconnect the blade from the inserter the surgeon backed out the helical blade and switched to a lag screw. There was thirty minute delay in completing the procedure. The procedure was successfully completed with no patient injury reported. This report is for an unknown helical blade. This is report 2 of 3 for (B)(4).